Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a mitraclip procedure. During the procedure, device was inserted into the patient, and it would not advance through the groin. Tip was noted that it was teared. There were no adverse patient effects or clinically significant delays reported.